Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup mode caused by the remote monitor. The device was reprogrammed. The patient was fine and was immediately discharged from the emergency room.